Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode and lost consciousness. Patient's fiancee called paramedics and reported that patient's cgm values were 90 mg/dl at the time of the event. Paramedics measured patient's bg at 20 mg/dl and treated patient. At the time of his call to dexcom technical support, patient was feeling better.